Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device was spitting clips. There was no pt consequence.

Manufacturer narrative:
H6; code 400: feedcam came off back. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaw no, condition of handle halves good, crimp location good, jaw condition good, jaw position open, shaft condition bent. Functional tests & results: could the instrument be cycled no, number of clips fired n/a. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with a bent shaft and a mislocated feed cam, which made the instrument non-functional. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how the shaft had become bent. The handle and feed cam have been modified to reduce the occurrence of this incident. Co strives to understand each incident as it occurs in order to continuously improve products.